Event description:
The customer contacted beckman coulter, incorporated (bci) and reported that erroneously low carbon dioxide (co2) results were generated by the analyzer of the unicel dxc 800 synchron system. Prior to the event, the ise (ion-selective electrode) system was calibrated and qc (quality control) results were within the laboratory's established ranges. A low co2 result of 9.6 was found for one pt sample and subsequent low co2 sample results were obtained but suppressed. No erroneous results were reported out of the laboratory. The customer provided one low co2 result and the repeated result for one pt. The customer attempted to recalibrate the system but the calibration failed. The samples were repeated on the lab's second analyzer and the results obtained were within the expected range and these results were reported out of the laboratory. There was no report of serious injury or any adverse event related to this event and there was no effect to pt treatment.

Manufacturer narrative:
A bci fse (field service engineer) replaced the co2 electrode and the ise pre-amp board and while these measures resolved the problem, a clear root cause could not be determined. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 to (B)(4) 2010 for additional reportable events.